Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges pain, discomfort, elevated metal ions levels and difficulty around the hip. It was also reported that patient experience corrosion , friction and wear is believed to have caused amounts of toxic cobalt-chromium metal debris to be released into patients tissue surrounding. Doi: (B)(6) 2010 : dor: (B)(6) 2017 (left hip).